Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The batch record review showed that all testing results are within specifications. A retention sample, of this batch, was tested and all results conform to the specifications for the tested parameters. (B)(4).

Event description:
A surgeon reported that the product was less transparent than usual. Foreign substances ("snow flakes" like) were visible when the viscoelastic was injected in the anterior chamber. Soon after, the viscoelastic was removed from the anterior chamber and replaced with another viscoelastic which was not defective. Pt impact is unk.